Manufacturer narrative:
The investigation of the provided logfiles showed an arcing event in the tube, which resulted in display of the reported error 40007/243. The identified mini arcings are a secondary effect of longtime fluoro with high kvs. The malfunction was reproduced in the test lab and a software bug of the software version va10 was identified. This software bug causes mini arcings to block next pulses. Even after the system reboot a load still remains in the tube, which leads to mini arcings. Therefore, the system reboot did not help to resolve the issue in the reported case. Furthermore the mini arcings were simulated with va20 software version. The blocking of the next pulses due to mini arcings could not be determined on the va20. Therefore the software bug has been fixed with software version va20, which is rolled out via an update instruction xp057/15/s. The software update has been already performed at the concerned customer site. This report was submitted august 17, 2016.

Manufacturer narrative:
Additional information about the incident was requested. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
Siemens received information that an error occurred on the cios alpha system during a critical examination. The system was frozen for almost 10 minutes. The physician had to wait for the x-ray to become available to finish the procedure. It was confirmed later that the procedure was successfully completed without any injuries attributed to this event. The reported event occurred in (B)(6).